Manufacturer narrative:
(B)(4). Device had unresponsive blank screen due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly. Device received with corroded battery tube. Device received with pillowing keypad overlay.

Event description:
The customer's father reported via phone call that there was exposed to water. The customer¿s blood glucose level was 175 mg/dl. The customer stated that water behind the screen and also water in the battery compartment and they tried 2 new batteries and it was turn on. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.